Event description:
A distributor from france reported that a customer's pump was not charging due to a damaged usb port. There was no reported impact to the customer's blood glucose level. The pump is being returned for inspection, and a replacement pump has already been issued to the customer.